Manufacturer narrative:
Insulin pump received button error alarm due to corroded keypad traces. Pump received with scratched lcd window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding and had to be pressed four to five times in order to respond. Insulin pump will be replaced.